Event description:
After a pacemaker generator change-out procedure the doctor noticed some extra clear discharge from the surgical site post-operatively. It is unknown how long after the surgery the patient presented with the issue however the original surgery itself was successful with no identified issues. Doctor tested the discharge and lab results confirmed there is no infection. Patient did not require additional treatment, and has since recovered fine. Patient is in his mid 80¿s

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event # (B)(4). Eval code method/results/conclusion: generator still in use and facility not returning for investigation. (B)(4).